Event description:
It was reported that the inner package was blotted. The inner package of a 177cm coil pusher - 16 was blotted. The procedure was completed with another of the same device. No patient involvement reported.